Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to placement difficulty. Additional information received indicated that the doctor had difficulty inserting a wire into the leads even though they had been flushed several times. This lead was never in service. No adverse patient effects were reported.